Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system faulted and requested a restart. The technical support engineer (tse) reviewed the logs and found multiple faults, including 311, 307, and 297. The tse informed the customer that the system would need to be programmed to resolve these faults. The customer moved the case to another da vinci room with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reprogrammed the console. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.